Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the intended use section of the mitraclip system, instructions for use (IFU) states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ also, the IFU instructs to: ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve.¿ based on the information reviewed, the reported difficulty grasping and difficulty removing the device from anatomy appear to be related to poor imaging and user errors. The reported difficulty closing the clip and broken mandrel appears to be due to troubleshooting maneuvers and excessive forces. The reported improper or incorrect procedure or method was due to the user mis-keying the device. The reported off-label use was due to the device was used to treat the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017-failure to follow steps/instructions.

Event description:
This is filed for clip partially opening during cds removal. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) and tricuspid regurgitation (tr) both with a grade of 4. Two mitraclips were implanted in the mitral valve, successfully reducing mr to 1. It was then attempted to treat the tr. The clip delivery system (cds) was intentionally mis-keyed. A mitraclip was advanced, however grasping was difficult due to poor imaging. It was decided to remove the clip, however, while pulling the clip out of the guide, one of the clip arms got caught on something, which is believed to be the iliac vein but it is not clear. The clip partially opened upon which the mandrel broke. Excessive force was used to retract the clip, which is suspected to be the cause of the clip opening. Troubleshooting attempts were successful and the clip was able to be closed and snared. Post procedure tr remained at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.